Manufacturer narrative:
(B)(4).

Event description:
It was reported that unable to change alert settings on the mobile app was reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.